Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Forty-two (42) devices were received for evaluation; forty (40) events were confirmed during testing. Thirty-nine (39) devices were found to be affected by breeches in sterility; thirty-six (36) devices separated at the weld site and 2 devices were found to have o-rings that were too large, 1 o-ring was missing. One (1) device was found to be damaged. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. Thirteen (13) devices are available for evaluation but have not yet been received. One (1) device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. 3 of 56 reported devices are in scope of recall z-0172/0173-2014. There were no remedial actions taken for 53 devices. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 56 </noe> malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. Sixteen (16) reported events had no patient involvement; no patient impact. Forty (40) reported events had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eleven devices were received for evaluation; 1 device was evaluated based on a photograph. Eight events were confirmed during testing. Five devices separated at the weld site. Three devices were found to have o-rings that were deformed. The reported event was not confirmed during testing for 4 devices; however, the devices were outside specifications. Four devices were found to be affected by faded housings. Corrected data: one device was expected to be received; however, it was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility.

Event description:
This report summarizes 56 malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. Sixteen reported events had no patient involvement; no patient impact. Forty reported events had patient involvement with no patient impact.